Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol test system results from 3 samples on a cobas 8000 e 801 module. On (B)(6) 2022, for sample 1, the initial cort result was < 0.0544 ug/dl, the first repeat result was 21.9 ug/dl, and the second repeat result was 22.7 ug/dl. The result of 22.7 ug/dl was reported outside of the laboratory. On (B)(6) 2022, for sample 2, the initial cort result was 0.437 ug/dl, the first repeat result was 28.1 ug/dl, and the second repeat result was 28.1 ug/dl. The result of 28.1 ug/dl was reported outside of the laboratory. On (B)(6) 2022, for sample 3, the initial cort result was < 0.0544 ug/dl, the first repeat result was 4.989 ug/dl, and the second repeat result was 4.97 ug/dl. The result of 4.989 ug/dl was reported outside of the laboratory. No questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation determined that a general reagent issue can be excluded. The root cause of the event could not be determined.